Event description:
It was reported that the patient experienced an inflammatory mass. The patient had a catheter tip granuloma which had resolved. The pump was infusing saline for the last year. The pump was filled with hydromorphone (dilaudid) and therapy was going to be restarted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, lot# n165504011, serial# implanted: 2008 (B)(6), explanted: product typ catheter. (B)(4).